Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on april 2011 by the clin orthop relat res. ¿s the etiology of pretibial cyst formation after absorbable interference screw use related to a foreign body reaction?¿ the study reviewed 140 patients and identified acl/pcl instability requiring resulting in a pre-tibial cyst with bioabsorbable interference screws in 7 patients during the 2-year follow-up period. Ref: gonzalez-lomas g, cassilly rt, remotti f, levine wn. Is the etiology of pretibial cyst formation after absorbable interference screw use related to a foreign body reaction? Clin orthop relat res. Apr 2011;469(4):1082-8. Doi:10.1007/s11999-010-1580-5.